Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during surgery involving the lead, the stylet was changed multiple times, and on the fourth change, the stylet would not go in all the way. It was noted that damage was caused or discovered during surgery. The product was explanted. No troubleshooting was performed. The issue was resolved.

Manufacturer narrative:
Product analysis pli# 10 product ID# 977a260 the returned device passed all testing in the laboratory and no anomalies were identified. Pli# 20 product ID# neu_stylet_acc analysis identified that the stylet wire was bent continuation of d10: product ID neu_stylet_acc serial# unknown implanted: product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.